Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was replaced and connectors were reseated during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently freezes (locked up). This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.